Manufacturer narrative:
(B)(4). The device was returned and the reported tip separation was confirmed. The deployment issue and difficulty removing could not be confirmed due to the condition of the returned device. Based on a visual and dimensional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the reported difficulties and subsequent damage could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion that was distal to a previously placed stent in the heavily tortuous popliteal artery. An unspecified wire was advanced toward the target lesion without issue. A 5.5x100mm supera self-expanding stent system (sess) was advanced toward the target lesion (distal to a previously placed unspecified stent). The physician had difficulty seeing where the previously implanted stent ended so angiography magnification was increased. The deployment lock was unlocked, the stent was released and then both switches were re-locked. The stent system was withdrawn with resistance due to an unspecified 60cm introducer sheath from the patient anatomy; however, the stent and catheter tip had separated and were found inside the introducer sheath. Thus, the introducer sheath, stent and separated catheter tip were all removed as a single unit from the patient anatomy. There was a 15 minute delay in the procedure, but there was no adverse impact to the patient. No additional information was provided.